Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred distance vision. The lens was exchanged 3 months following the initial procedure. Clinical reason for explant was decentered iol.additional information has been received that there was no patient harm reported. In the surgeon¿s opinion the event may caused by poor capsule integrity.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The reporter states that poor capsule integrity was a cause of the event. It was not confirmed what caused the reported "poor capsule integrity". Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).